Event description:
Information provided states that during a trauma case the rod kept twisting while inside the rod holder. This would not allow the device to hold the rod correctly. The case was completed successfully with another holder which resulted in a delay in the case.